Event description:
It was reported that an unknown patient's vns device was showing high impedance. Attempts for further information have been unsuccessful to date.

Event description:
It was found that this medwatch report is a duplicate of medwatch #1644487-2011-03223. Full investigation and all further information regarding high impedance will be submitted under medwatch #1644487-2011-03223, however investigation into the issue is complete at this time.